Manufacturer narrative:
Correction h6 - 3283 - wireless communication problem updated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow-up on 23 apr 2021. During examination of implantable cardioverter defibrillator (ICD), it was noted that there was monitor lock-out and hence intervention was performed to reconnect it to merlin programmer. After interrogation of the ICD, retrograde ventricular atrial conduction was noted. There was p wave over-sensing. The physician reprogrammed the ICD to resolve this issue. The patient was in stable condition.